Manufacturer narrative:
A5 and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 was inserted via unknown right artery in a 12 year old female for heart transplant rejection. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage e. On day 4 of support, the patient's plasma free hemoglobin was 80, lactate dehydrogenase (ldh) over 2000, and decreased urine volume was amber in color. Echocardiogram confirmed appropriate placement of the device. The surgeon did not attribute the hemolysis to the impella. The patient was also on vv ECMO and the care team suspected is was possibly from diabetic ketoacidosis (dka). The reported hemolysis may occur in the setting of purge-related anticoagulation requirements and may be influenced by patient-specific factors such as the underlying cardiogenic shock physiology and device position, however the surgeon did not attribute the hemolysis to the impella. On day 7 of support, there was a placement signal and the left ventricular (lv) waveforms appeared high and like artifact. Lv and ao waveforms were off the charts, however flows were within range for p7 and the motor current was adequate with a pulsatile waveform. Centimeter marking at the site was unchanged, as well purge pressure and rate were also unchanged. The patient coughed and was suctioned, and subsequently the waveforms returned to the values they were before the change. The patient's hemodynamics remained stable and echocardiogram confirmed adequate placement with impella measuring at 4.9 cm. The central venous pressure (cvp) was 0-2 and albumin was to be administered. The patient remained on support at the time of reporting. The sensing issue will be conservatively reported, however there was reported no consequence to the patient and support.

Manufacturer narrative:
Additional information has been provided in b1, b2, b5, d6b, h1 and h6.

Event description:
Clinical narrative update: additional information received. Care withdrew and the patient expired. The death is conservatively being reported to the impella 5.5 but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage e shock, transplant rejection and diabetic ketoacidosis. Previous clinical narrative: an impella 5.5 was inserted via unknown right artery in a 12 year old female for heart transplant rejection. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage e. On day 4 of support, the patient's plasma free hemoglobin was 80, lactate dehydrogenase (ldh) over 2000, and decreased urine volume was amber in color. Echocardiogram confirmed appropriate placement of the device. The surgeon did not attribute the hemolysis to the impella. The patient was also on vv ECMO and the care team suspected is was possibly from diabetic ketoacidosis (dka). The reported hemolysis may occur in the setting of purge related anticoagulation requirements and may be influenced by patient specific factors such as the underlying cardiogenic shock physiology and device position, however the surgeon did not attribute the hemolysis to the impella. On day 7 of support, there was a placement signal and the left ventricular (lv) waveforms appeared high and like artifact. Lv and ao waveforms were off the charts, however flows were within range for p7 and the motor current was adequate with a pulsatile waveform. Centimeter marking at the site was unchanged, as well purge pressure and rate were also unchanged. The patient coughed and was suctioned, and subsequently the waveforms returned to the values they were before the change. The patient's hemodynamics remained stable and echocardiogram confirmed adequate placement with impella measuring at 4.9 cm. The central venous pressure (cvp) was 0-2 and albumin was to be administered. The patient remained on support at the time of reporting. The sensing issue will be conservatively reported, however there was reported no consequence to the patient and support.

Manufacturer narrative:
Corrected information were provided in b1 and d3. Upon review, it was identified that these were inadvertently omitted from the initial report. Corrected information were provided in d1 and d4. Upon review, the catalog, serial and primary UDI number have been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Due to a lack of data logs or product returned, the cause of the hemolysis/mechanical interaction with blood cannot be established. Due to a lack of data logs or product returned, the cause of the placement signal issue cannot be established.